Event description:
According to the reporter, during the laparoscopic sigmoidectomy procedure, 15 minutes after inflating, the balloon deflated and the trocar came off from the cavity. The balloon was inflated again, but the air decreased from 20 cc to 10 cc during 20 minutes. Another device was opened to complete the procedure. The status of the patient is no problem.

Manufacturer narrative:
Based on review of the file, this report was updated from a malfunction to a non-reportable event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the laparoscopic sigmoidectomy procedure, 15 minutes after inflating, the balloon deflated and the trocar came off from the cavity. The balloon was inflated again, but the air decreased from 20 cc to 10 cc during 20 minutes. Another device was opened to complete the procedure. The status of the patient is no problem.